Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 4 with event log 202 are indication of ble event that is logged in the sensors data and does not impact the sensors functionality as it continued to operate after the event was logged. The observation of this event does not impact the resolution of the investigation. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly) and poor soldering on battery were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The poor solder observed with the battery does not impact the customer complaint; sensor did not terminate with battery related event codes. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher adc device scan result compared to unspecified blood glucose reading obtained on a competitor brand meter device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced a symptom described a "being slightly lightheaded" and self-treated by taking orange juice. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher adc device scan result compared to unspecified blood glucose reading obtained on a competitor brand meter device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced a symptom described a "being slightly lightheaded" and self-treated by taking orange juice. There was no report of death or permanent impairment associated with this event.